Event description:
It was reported that during a device check, the right ventricular (rv) lead exhibited rising thresholds and the implantable pulse generator (ipg) exhibited a pacing problem. The ipg was reprogrammed and a lead revision was performed. The day after the revision procedure, the rv lead exhibited high thresholds during the post op check. The lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.